Manufacturer narrative:
Device returned to boston scientific and is currently under investigation. A supplemental report will be submitted once analysis is concluded.

Event description:
It was reported that the right atrial (ra) lead was explanted. Patient had a fall which may caused the pericardial effusion where lead in question was involved. Physician decided to explant lead and replace it with a passive lead. No additional adverse patient effects were reported.